Event description:
It was reported that the patient presented in clinic with multiple episodes of non- sustained lead rv oversensing. Review of session records revealed suspected myopotential oversensing. Programming changes were recommended. No further information is available.